Event description:
Customer reports of not using her insulin pump due to lack of battery longevity and excessive no delivery alarms. Customer's blood glucose was unknown. Customer was not able to troubleshoot for no delivery as she was driving and did not have insulin pump with her. Customer was advised to call back to troubleshoot in order to receive a loaner insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).